Manufacturer narrative:
H10: manufacturing review: a device history record review is required as the reported event was determined to be manufacturing related. Per manufacturing site: the lot met all release criteria. Labeling review: a review of product labeling documents is not necessary as the intent of the labeling is not applicable due to the fact that the root cause of this issue was determined to be manufacturing-related. Indications, warnings, precautions, cautions, possible complications, and contraindications would not have prevented this issue. Investigation summary: one 15 f introducer peel-apart sheath and dilator were returned for evaluation. A gross visual evaluation was performed. An evaluation of photos taken during the sample evaluation was performed by the manufacturing site. The investigation is confirmed for incorrect component, as the 15 fr lettering on the t-handle and measured sheath outer diameter are consistent with a 15 fr. Airguard valved introducer, peel-apart sheath. A review of the returned labeling and the part list for the provided lot number showed that the kit should include a 16.5 fr. Airguard valved introducer, peel-apart sheath. The root cause was determined to be manufacturing related. H10: d4 (expiration date: 09/2020), d10, g4, h4. H11: h3, h6 (device code, method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter implant, the sheath size was allegedly incorrect. Reportedly, the kit included a 15f sheath instead of a 16f sheath. It was further reported another sheath was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2020).

Event description:
It was reported that during dialysis catheter implant, the sheath size was allegedly incorrect. Reportedly, the kit included a 15f sheath instead of a 16f sheath. It was further reported another sheath was used to complete the procedure. There was no reported patient injury.